Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011. Allegedly the patient had developed worsening hip pain to the point that he has become non-ambulatory for the past 4 weeks. X-rays revealed dissociation of the femoral head from the femoral stem and dislocation of the joint. He was revised on (B)(6) 2021.